Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the compact plus system within 1 minute: 1.3 mmol/l and 14.0 mmol/l. The customer injected 4 units of novorapid insulin in response to the 14.0 mmol/l result. The customer felt "perfectly fine" afterwards. No adverse event reported. The manufacturer requested return of suspect product for evaluation.